Event description:
Rn noticed that pt was not receiving tidal volumes from ventilator. Vent alarm beeping "low tidal volumes." It sounded like the cuff of the endotracheal tube was blown. (B) (6) ruled out the balloon for air leak. Dr came to re-intubate pt. Pt had good breath sounds and o2 sats of 100% during the whole episode.